Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.

Event description:
It was reported that an angio-seal was deployed post percutaneous transluminal angioplasty (pta). The physician approached the right superficial artery lesion superficial artery. After reviewing the pre-deployment angiogram of the puncture site, the angio-seal was deployed. When the device was pulled out, the collage became exposed outside of the skin. The physician pushed the collagen below the skin with a clamp and hemostasis was achieved . The next day, a pulse could not be felt in the dorsalis pedis artery. A angiogram was taken which revealed an occlusion in the artery that the angio-seal was placed in. A pta was performed, the artery stented and 80% of the blood flow was recovered. The patient was recovering and making good progress. The physician stated that he may have loosened the tension when tamping the collagen and that the collagen was tamped strongly.